Event description:
It was reported that during an esophageal stenting treatment procedure the suture broke during deployment. A us, 7cm cover - distal ultraflex covered esophageal stent had been selected to treat an unspecified esophageal stricture. The physician encountered difficulties while attempting to cross the target lesion but was eventually able to cross the lesion. While attempting to deploy the device with retracting the suture, severe resistance was encountered and the suture broke. The device was "1/5" deployed when the suture broke. The device was able to be retracted into the outer sheath and removed without resistance. The procedure was completed with an unspecified type of stent. There were no pt complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.